Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the cable. There was no evidence of blood. A pre-cautery test was performed on the device with a reference power supply and hemopro tool. The device passed the pre-cautery test; the hemopro device produced energy and steam, and did not remain activated, and the power supply beeped as expected. Based on the functional test, the reported failure, "abnormal intermittent beeping" could not be confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3030 was causing abnormal intermittent beeping. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The occurrence date is unknown.